Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2023-05334. Additional information indicates one lead migrated and the other lead was fractured as a result surgical intervention was undertaken on 18 october 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional information has been requested but not yet received. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8706516.

Event description:
It was reported that one of the patients drg leads is having impedance issue and has migrated. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead had migrated.